Event description:
Additional information was received from a manufacturer representative on 2020-jul-14. It was reported that upon opening the spine pocket, the collet was disconnected from the catheter. The collet was cut off and a new collet was placed and reattached to the catheter. Therapy resumed and the issue was resolved at the time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: hg3c3u517 ,implanted: (B)(6) 2020, product type: catheter; product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4) ; product ID: 8780, serial/lot #:(B)(4), ubd: 05-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 267mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had a revision last week [see manufacturer¿s report # 3004209178-2020-11209]. After the revision, the patient complained of baclofen withdrawal. The patient had increased spasticity likely the patient was not receiving intrathecal baclofen. The environmental, external or patient factors that may have led or contributed to the issue was reported as they were unsure, the physician stated possible issue with the catheter. The diagnostics and troubleshooting performed was the company representative was notified to meet the patient in the office and the managing physician attempted to aspirate the catheter in office through skin but was unable to do so. They also checked the reservoir and the expected was 20.2ml and the actual was 20ml. The actions and interventions taken to resolve the issue was a catheter revision/exploration was scheduled (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, with injury, the patient was having severe spasticity in arms and legs. No further complications were reported regarding the issue.